Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of swollen lymph nodes/glands is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: swollen lymph nodes/glands, migration, material rupture.

Event description:
Patient reported right side pain. Healthcare professional reported undulations, rupture, "adenomegaly of prosthetic content in the right armpit". The device was been explanted. Rupture confirmed during surgery. Patient treated with analgesics.